Event description:
It was reported that the patient has experienced intermittent vibrations near their device pocket and required no intervention. It was further reported that there was undersensing noted in the atrial lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).